Manufacturer narrative:
(B)(4). The product was investigated in the laboratory of the manufacturer. By visual inspection it was determined that the tubing connections of the red and blue line to the hls module were mixed up. The red line was connected to the venous inlet connector (should be blue line) and the blue line was connected to the arterial outlet connector of the hls module (should be red line). Thus the reported failure could be confirmed. Referring to the performed DHR review related with this complaint the most probable cause of the reported event is human error during assembly of the product. Since the reported failure did not contribute to a death or serious injury and no systemic issue could be determined no corrective action is needed at this time. Mcp opened a nonconformance process in order to investigate the observation and define actions steps (B)(4). All further actions will be performed out of this internal process. Thus the record will be closed.

Event description:
(B)(4).

Manufacturer narrative:
(B)(4). The device has been requested but not received. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
According to the customer: "ntegris ECMO team was called to a local hospital to place a post-cardiotomy patient on va ECMO. The perfusionist was in another room setting the circuit up to prime when he noticed the venous and arterial lines were switched, i.e. The venous line was coming out of the oxygenator and the arterial line was going into the pump. We travel with a back-up circuit, so the back-up circuit was then used to prime the circuit correctly. The circuit with error was brought back to integris for inspection." (B)(4).